Event description:
This x-ray sys went down during a pt procedure. The pt had to be moved to another room to complete the procedure. There was no harm to the pt.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.